Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igm immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On 03-nov-2023, sample 1 had a toxo igm result of 1.22 coi, interpreted as positive. On (B)(6) 2023, the sample was repeated on another unknown analyzer and the result was 0.10 coi, interpreted as negative.

Manufacturer narrative:
Calibration was last performed on 01-nov-2023. Samples from patient 1, 2, and 3 were provided for investigation. The investigation was able to reproduce the customer's results. The investigation did not identify a product problem.

Manufacturer narrative:
Four additional sets of questionable toxo igm patient sample results were provided. On (B)(6) 2023, sample 2 had a toxo igm result of 0.973 coi, interpreted as indeterminate. On (B)(6) 2023, the sample was repeated on another unknown analyzer and the result was 0.09 index, interpreted as non-reactive. On (B)(6) 2023, sample 3 had a toxo igm result of 2.51 coi, interpreted as reactive. On (B)(6) 2023, the sample was repeated on another unknown analyzer and the result was 0.70 index, interpreted as indeterminate. On (B)(6) 2023, sample 4 had a toxo igm result of 2.26 coi, interpreted as reactive. On (B)(6) 2023, the sample was repeated on another unknown analyzer and the result was 0.05 index, interpreted as non-reactive. On (B)(6) 2023, sample 5 had a toxo igm result of 1.12 coi, interpreted as reactive. On (B)(6) 2023, the sample was repeated on another unknown analyzer and the result was 0.05 index, interpreted as non-reactive. Calibration was last performed on (B)(6) 2023. The investigation is ongoing.

Manufacturer narrative:
Additional patient results were provided on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. The new results were produced from reagent lot 740654. The expiration date was not provided. The exact dates of testing in (B)(6) 2024 were not provided. On (B)(6) 2024, sample 1 had a toxo igm result of 1.17 coi, interpreted as reactive. In (B)(6) 2024, sample 2 had a toxo igm result of 0.965 coi, interpreted as borderline. On (B)(6) 2024, sample 2 was tested four times for toxo igm and the results were 0.236 coi, 0.231 coi, 0.241 coi, and 0.236 coi, all interpreted as non-reactive. In (B)(6) 2024, sample 3 had a toxo igm result of 2.10 coi, interpreted as reactive. On (B)(6) 2024, sample 3 was tested twice for toxo igm and the results were 2.16 coi and 2.16 coi, both interpreted as reactive. In (B)(6) 2024, sample 4 had a toxo igm result of 2.30 coi, interpreted as reactive. On (B)(6) 2024, sample 4 had a toxo igm result of 2.23 coi, interpreted as reactive. In (B)(6) 2024, sample 5 had a toxo igm result of 1.11 coi, interpreted as reactive. On (B)(6) 2024, sample 5 was tested four times for toxo igm and the results were 0.19 coi, 0.185 coi, 0.187 coi, and 0.182 coi, all interpreted as non-reactive. The calibration data provided was acceptable. The samples were requested for investigation. The investigation is ongoing.